Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign body emerging from the forceps channel occurred due to insufficient cleaning (handling issue). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 4 use insertion of the device into the endoscope note when the curvature of the endoscope is greatly curved, the force required to insert/remove the device increases. If insertion/removal of the device is difficult, return the curvature angle to the point where insertion/removal can be performed without force. Forced insertion/removal may damage forceps channels and devices. Ensuring that the tip of the device is closed or retracted into the sheath, then slowly insert or pull it out into the forceps plug. Do not open the tip of the device or remove the tip of the device from the sheath during insertion into the forceps channel of the endoscope. Forceps channels and therapeutic devices may be broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and upon evaluation foreign matter came out of the forceps channel. Information obtained from the customer regarding the foreign material stated the device was cleaned, disinfected, and sterilized before it was sent to olympus. It was not known when the foreign material adhered to the endoscope, there was no possibility that the device was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning and water was aspirated through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The device was not immersed in a detergent solution. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel was brushed. The customer's allegation was also confirmed. There was a leak due to a hole in the forceps channel. In addition, the ultrasonic transducer was corroded due to handling, the balloon channel had a pinhole, angulation in the up direction was insufficient and play in the up/down knob was out of standard due to the angle wires being stretched, the number of missing elements exceeds the standard value due to damage on the ultrasonic probe, the bending section cover adhesive was floated, the objective lens, the acoustic lens, and the switch box had scratches, and the air/water cylinder had paint peeling due to deterioration caused by reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was an air leak from the forceps channel of the evis lucera ultrasound gastrovideoscope. No patient harm was reported. The device was returned and upon evaluation foreign matter came out of the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.